Event description:
Patient (age unknown) underwent cochlear implant surgery in 2005. The surgery was complicated by the patient's atypical anatomy (congenital cochlear malformation/underdeveloped mastoid cavity) and an associated perilymph gusher/csf leak. Immediately following surgery, the patient developed bacterial meningitis (streptococcus pneumonia) and continued to leak cerebral spinal fluid. The csf leak was initially treated with a lumbar drain and was then patched, during a second surgery three days later. At the same time, the meningitic infection was treated with IV antibiotics (vancomycin/cefriaxone). A follow-up CT scan revealed that the cochlear implant's electrode array was positioned outside the patient's cochlear, in the internal auditory canal (iac). Following, this initial intervention, the patient continued to leak csf and required an additional surgery five days later, during which the middle ear was explored and the leaking fistula was closed. The patient has now been discharged from the hospital. An additional surgery to remove or reposition the electrode array will be conducted at a later time.